Event description:
It was reported that while repeatedly pressing the control switch on the pump of the inflatable penile prosthesis (ipp) it would rebound normally but the cylinder had no response and would not inflate normally. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician noticed water was reduced in the reservoir. The patient was stable following the procedure, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 0178273001. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 0176309003. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4).